Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Upon review, it was identified that the information was inadvertently not submitted in the initial report. The root cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clincial narrative: an impella cp was inserted via the femoral artery to support an 82 year old male patient who had been admitted in with known coronary artery disease and plan for a protected percutaneous coronary intervention (pci). The patient's underlying medical history was not shared. The cp was inserted but, the team did not use ultrasound guidance to access with micropuncture technique. The site developed a hematoma. This bleed required intervention to treat. They found the need to apply manual pressure and then close the site with two stents after occlusive thrombus was observed at the femoral site. The femoral site was not the only bleed location. The team used manual pressure and tegaderm to also resolve the radial lines bleeding. These measures resolved the small hematomas. The patient survived both the pci and interventions for the bleeding. Of note, anticoagulation necessary for the pump placement and support can contribute to access site bleeding.